Manufacturer narrative:
A synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink 90.7 cm distal to the end of the strain relief. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-apr 2021. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified mid left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.